Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured trial head involving a partnership trial head was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection confirmed the reported event. -medical records received and evaluation: not performed as medical records were not provided for evaluation. -device history review: review of device history records indicates the lot was manufactured and accepted into final stock. -complaint history review: there have been no other events for the lot referenced. Conclusions: visual inspection confirmed the reported event.

Event description:
It was reported that during the tha, when the trial reduction of the trial neck and trial head with head impactor, the top of the trial head was broken.

Event description:
It was reported that during the tha, when the trial reduction of the trial neck and trial head with head impactor, the top of the trial head was broken.